Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a hospitalization. Caller did not provide the diagnosis. Caller stated that customer is having problems with the serter device. The serter has been replaced previously. Nothing further reported.